Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose levels of 33 mmol/l. The customer treated high blood glucose levels with insulin pump. It was reported that the insulin pump had insulin flow block alarms. It was reported that a couple weeks ago they were having the same problem and pump would not rewind and they got their pump replace but they are still experiencing insulin flow block alarms. Customer mentions they have replace the set, customer is being assisted with trouble shooting. Customer was advised it is a possible issue with the infusion set. No further assistance was needed. The insulin pump will not be returned for analysis.